Manufacturer narrative:
The received device had the cannula assembly partially deployed, with the slide insert not secured by the catch beam. The formed needle was visible in the exposed portion of the soft cannula, and the slide retract did not retract. The device was reset into lock and load position and re-deployed; the needle mechanism's failure to deploy completely was replicated, indicating that the mechanism spring did not successfully fire the needle mechanism to its deployed state. This issue prevented the needle from retracting properly. No physical damage was observed to the needle mechanism assembly components, and no issues were found that would affect the device's ability to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the needle did not retract. The pod was worn between 1 and 4 hours.